Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: during investigation, the black due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on the same day, the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with chest pain, abdominal pain, nausea, and confusion. The patient was reportedly treated with intravenous fluids. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia of unknown cause and the pump could not be ruled out as a contributor.